Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to stem aseptic loosening. Products not revised: cotyle "anca" avec trous, ppr67260, lot: s0297250. Noyau "anca fit?"10 deg. 60*28, ppr67560, lot: r1199671<1.